Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), during cardioplegia delivery, high potential hydrogen (ph) values were noticed, and the team was using a lot of fluid. The team inspected the tubing and realized it was 1/4-inch and 1/8-inch pump boot. It was supposed to be an 8:1 kit, but it was 4:1. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: b5 and h6. The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. Based on the complaint description, the wrong size tubing (1/4 and 1/8 inch) was used in the assembly, which created a blood cardioplegia ratio of 4 to 1 (4:1). The user's specifications state for an 8:1 blood cardioplegia ratio, with 17/64-inch and 3/32-inch tubing. Based on the description provided, the issue occurred on line 11 of the drawing specification. The assembly was reportedly built with incorrect configuration of the cardioplegia. After reviewing the drawing, there is no 1/8 tubing in the cardioplegia set, therefore based on the information provided, it is possible that an assembly was performed at incorrect locations and with the incorrect tubing sizes (1/8 and 1/4) within the cardioplegia set. A potential root cause is workmanship error, but with no photos or product returned to confirm the situation, the root cause is not verifiable. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: the team had an issue with their tubing pack and the cardioplegia delivery circuit within it that had the wrong diameter tubing sizes. This was discovered during cardiopulmonary bypass (cpb). The cardioplegia circuit tubing was not changed out. There was no harm to the patient, and the surgery was successfully completed. The result of this incorrect assembly is that the incorrect volume and concentration of cardioplegia was delivered to the patient. This occurred because the customer was not aware of the tubing diameter change and did not change and did not change the flow constant factor on the roller pump. The cardioplegia circuit tubing was not returned to the manufacturer for further investigation and no pictures were taken or shared by the user facility.